Event description:
The surgeon performed a primary laminectomy for the patient. The surgeon was using a custom inserter to attempt to insert a novel peek cage. It was determined that the surgeon did not use a trial to measure the disk space for inserting the implant. The disk was collapsed and unable to be seen. The surgeon attempted to insert the 8mm cage into the space and it shattered into 3 pieces. The surgeon retrieved 2 pieces which were returned to the MFR. Another implant was used and inserted into the disk space. The tantalum beads on the x-ray reveal that the third piece of the broken initial implant remains in the pt. The sales rep was informed that the pt will fuse and it was not necessary to retrieve the remaining piece of the broken implant.

Manufacturer narrative:
A visual evaluation of the returned device confirms that the novel cage is broken. The surgeon was using a custom instrument. The custom instrument was not returned to alphatec spine and was not available for evaluation. The device history records for the novel cage and was evaluated and does not reveal any quality concerns. The current novel instructions for use (ins-010) are a guide to provide adequate operating instructions, warnings, and precautions. The selection of the proper size, shape and design of the implant for each patient is crucial to the success of the procedure. It has been determined that since the surgeon did not use trials to measure the disk space, the root cause has been determined to be user error.